Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received inappropriate shock therapy due to an r-wave reduction contributing to system oversensing. During a system evaluation, no evidence of noise nor other system issues were observed. The physician elected to reprogram the device from secondary to primary. Further discussions with the patient confirmed a recent non cardiac surgical procedure, high dose antibiotic use and a death in the family which collectively may have contributed to this anomaly. The device will remain in the primary sensing vector; no resulting adverse patient effects were reported due to the unintended therapy.